Event description:
It was reported that the ventilator turned itself off with a constant audible alarm during testing. The ventilator was not connected to a patient when the reported problem occurred.